Event description:
The customer reported that during a laparoscopic colorectal procedure, the device jaws would no longer open. A grasper was used to remove the device from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide that attaches to the handle. The pin was returned with the device. The missing ski pin caused the ski guide to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints.